Manufacturer narrative:
(B)(4). An attempt has been made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a folding issue, a lens power error, and the patient experienced visual disturbance. Reportedly, the outcome significantly interfered with activities of daily life. Therefore, the lens was explanted and replaced with another lens (same model lower diopter). No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Device available for evaluation?: yes. Returned to manufacturer on: 9/18/19. Device evaluation: visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.